Event description:
Received notification from (B) (4) distributor, a cranial case was done in (B) (6) 2007. The flap was not unioned to the skull and rose up. Therefore, the doctor removed the lactosorb implants and fixated them with titanium plates & screws. No other info is available at this time.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Add'l info has been requested, but has not been received. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.